Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ rupture : no observed. Additional observations: ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patient¿s concern with the product. Healthcare professional later reported rupture confirmed via MRI. Device has been explanted.

Event description:
Patient reported right side exchange from textured to smooth implants due to the patient¿s concern with the product. Healthcare professional later reported rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required . A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, exchange from textured to smooth implants.